Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported that the ventilators touchscreen required calibration. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The customer was advised on how to calibrate the touchscreen and the issue was addressed.